Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink paclitaxel set leaked. This occurred within one hour from the start of a patient infusion of total parenteral nutrition solution using a sigma pump. The section of tubing that leaked was described as "under the top white marker of pump segment." Air reportedly began entering the setup after the leak. Priming had been performed prior to the event with no issues. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.